Event description:
Post market surveillance: fractured neck of femur below long spinopelvic fixation for charcot spine: a case report (quan,g.m.) Publication date: dec 2013. N=4 screw loosening.

Manufacturer narrative:
On initial mw-200395 is missing and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.